Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, it was believed to be superficial infection and the pocket looked clean. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).